Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative suturing of lung parenchyma, the patient developed a prolonged air leak from test tube and was possibly coming from a staple line on lung parenchyma but was noticed during or developed after the procedure. Spontaneously resolved without any intervention.